Manufacturer narrative:
Date of event: unknown if implanted, give date: unknown. If explanted, give date: not applicable (na) to date, the intraocular lens remains implanted. (B)(6). Fibrin reaction, anterior chamber cell growth. Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. Sterilization records for the production order were processed and no deviations were found that could affect the sterility of the device. The documentation shows that the device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that following implantation of the intraocular lens (iol), the patient was diagnosed with a fibrin reaction and anterior chamber cell growth. The patient was prescribed rinderon (steroid) by the doctor. This patient has not recovered yet. No further information was provided.